Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room. Further review found the patient was experiencing bradycardia with loss of capture. The patient was sent home, but was still symptomatic. A nuclear stress test was also expected to be performed. At this time, the pacemaker and existing right ventricular lead remain in service. No adverse patient effects were reported.